Manufacturer narrative:
The reported event over-sensed noise and insulation damage was not confirmed. As received, a complete lead was returned in one piece for analysis. Visual inspection and x-ray examination of the lead found no anomalies except for damages consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
New information received indicated that the right ventricular (rv) and right atrial (ra) leads were explanted and replaced. During the revision, an insulation breach was observed on both the right ventricular (rv) and right atrial (ra) leads. The patient was stable before, during, and after the procedure.

Event description:
Related manufacturer reference number: 2017865-2024-00923. It was reported the patient presented remotely via merlin.net. Transmissions revealed the patient's right ventricular (rv) lead and right atrial (ra) lead had over-sensed noise. The ra lead was reported to have exhibited inappropriate automated mode switch (ams) episodes due to the ra lead over-sensing. Programming changes were made to resolve the issue. The patient was in stable condition.